Manufacturer narrative:
Review of device carton and pouch labeling shows that recommended guide wire size for use with device is 0.035". A 0.014" guide wire was utilized during the portion of this procedure when the incident occurred. IFU precautionary statements: "always use a guide wire (0.035") support for advancement and retrieval of system components."

Event description:
Treatment of left distal sfa with chronic total occlusion and calcification using 6fr sheath and .014" guide wire and angioslide 4x100 device. The device was prepared per IFU inserted into patient successfully, balloon inflated to 10 atms for 45 seconds. Reduced to 2 atms and particle capture process initiated. During the capture process, the balloon ruptured. The physician attempted to remove the device but the ruptured balloon got caught on the guide wire. He then attempted to remove the guide wire and device together, but could not due to resistance encountered with introducer sheath. The physician then removed sheath, device, and guide wire together. Physician reinserted another introducer and another MFR's device in order to 'clean up' the region. No other intervention at this point. Patient returned the following day for a follow up procedure using an angioslide 5x80 device which functioned as expected. This completed the treatment.